Event description:
It was reported that a patient underwent bilateral implantation of preloaded intraocular lenses (iol). Postoperatively, the patient demonstrated very good intermediate vision, poor distance vision, and a near visual acuity of 0.8. The patient reported experiencing diplopia and stated that they could not see well enough to drive. Follow-up information indicated that symptoms were present from the first postoperative day. The visual acuity was indicated as uncorrected in both eyes one day after surgery; however, the patient experienced ¿double vision,¿ which did not improve with plus or minus correction or with subjective cylinder refraction. The patient reported symptoms of dry eye and had no history of prior refractive surgery. Postoperative treatment included tobradex every 3 hours for 7 days, followed by maxidex, along with artificial tears daily. The symptoms persist to this day. No further information has been provided. Note: the report is for the lens implanted in the left eye. A separate report is being submitted for lens implanted in the right eye.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: between implantation on (B)(6) and the awareness date (B)(6). Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.